Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy and visual inspection were performed. Upon conclusion of the investigation, the cause of this issue was one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred during peritoneal dialysis on the homechoice device. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical services representative (tsr) arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.